Event description:
A hill-rom technician found bed drifting down.

Manufacturer narrative:
Tech found that thrust bearing is bad and washers. Replaced bearing and washers. Did function check. No patient impacted on this problem.